Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 65% to 5% and subsequently shut down due to insufficient power. The pump was connected to a power source and was able to be turned back on. Customer reported blood glucose (bg) level was impacted 345 (mg/dl). A manual injection was administered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.